Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on l2 review, the mismatch was reported 2 days after insertion when it was reported that there was an infection around the insertion site which may have contributed to the deviation to the sensor performance at the time. The sensor was removed due to the infection around the insertion site. The RMA was received, and the sensor was tested in-house, and the review of qc did not reveal any malfunction of the sensor. The in-vivo environment was different from the in-vitro testing environment so the issue could not be replicated. As part of resolution, the user received a new sensor. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213 h6. Investigation conclusions updated to 4315 and 67.